Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed intermittent responses to button presses on all of the buttons and the buttons required multiple button presses in order to elicit a response. The contrast button is hard to press and requires increased force to engage. There was no visible damage on the keypad. Evaluation revealed that there was contamination under the contacts of all buttons. Observed the battery compartment is cracked below the finger pad extending down to the primary seal. There was no issue with loss of power. No evidence of moisture damage in battery compartment. Observed the text on the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.